Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump was not working. The customer¿s blood glucose was 126 mg/dl. The customer was assisted with troubleshooting. Customer states that insulin pump was exposed to moisture and dropped. Customer states that insulin pump was cracked all the way down to the bottom. Customer states that insulin pump was not turn on and it can not be rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic stack and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to verify keypad unresponsive or button error or rewind anomaly or power loss alarm due to critical pump error or open book image.